Manufacturer narrative:
Initial.

Event description:
It was reported that the user and caregiver were dissatisfied with ilet therapy after repeated resets and training, citing that the system did not fit the user¿s lifestyle and that the user performed multiple clustered meal announcements and additionally injected external insulin while connected, which the agent assessed as maladaptation and improper or incorrect procedure; the device component referenced was the user interface. Symptoms included hypoglycemia with shaking or tremors, confusion or disorientation, irritability, and also episodes of hyperglycemia with dry mouth and nausea. Outcomes included unexpected medical intervention with medication required. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified in relation to failure to follow instructions, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.